Event description:
The account reported that the left foot brake caster was not holding. This bed was located in the basement down bed area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found that the left foot brake caster had a damage stem which may be due to normal wear and tear. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.